Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, blood was noted in the endotracheal tube the case was aborted. A computerized tomography (CT) scan was performed, and bleeding was observed in the lower left lobe. The bleeding resolved without intervention. The patient was stable. No further patient complications have been reported as a result of this event.